Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd maxzero¿ needleless connectors were blocked during use. The following information was provided by the initial reporter: "fluids are not goin through maxzero. There has been several unfunctioning products in same box."

Event description:
It was reported that 7 bd maxzero¿ needleless connectors were blocked during use. The following information was provided by the initial reporter: "fluids are not goin through maxzero. There has been several unfunctioning products in same box."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-sep-2022. Investigation summary: one mz1000 sample from lot 22025487 was received in sealed packaging for investigation. A connecting bbraun discofix c product was also received in sealed packaging to assist the investigation. The feedback provided by the customer indicates a complete occlusion was detected when attempting to flush the maxzero component. A visual inspection of the maxzero component did not reveal any manufacturing defects which could have caused or contributed to the customer's experience; however, a close inspection of the male luer of the returned b.braun device did identify a raised outer edge. Functional testing was performed by connecting a 50ml bd plastipak syringe from stock to the maxzero device and flushing with fluid; no occlusions or flow restrictions were detected. The test was repeated, but with the b.braun set connected to the maxzero; in this instance flow restriction was detected. Further functional testing involved connecting the returned devices to a gravity infusion set from stock and performing a short infusion; no occlusions or flow restrictions were detected when only the maxzero component was connected to the gravity set. However, again when the b.braun device was part of the set-up, flow restriction was detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025487 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, the customer's experience of occlusion was confirmed when the b.braun extension set was connected to the maxzero. Please note previous investigations have identified that the design of certain male luers such as that seen on the b.braun product can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.